Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of up to greater than 200 ohms. Technical services (ts) discussed several troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that prior to the implant of this ICD, the non-boston scientific rv lead exhibited shock impedance measurements of up to greater than 200 ohms with the previous non-boston scientific device. Then, during the implant of this ICD, shock impedances were checked and noted to be within normal range. After the procedure, shock impedances were again greater than 200 ohms; therefore, the shocking vector was reprogrammed to one with normal shock impedances. No additional actions or interventions were planned. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of up to greater than 200 ohms. Technical services (ts) discussed several troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.